Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 343 alarm which was not reproduced. One occurence of the alarm was confirmed during a review of the event history log. Evaluation found the device to operate as designed. No corrective action is required.

Event description:
It was reported that a spectrum pump displayed system error 343. Any patient involvement, injury or medical intervention is unknown.